Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three weeks of post deployment, a lumbosacral spine x-ray was performed for the patient who reported with back pain. The images showed that there was an inferior vena cava filter with its tip at the level of l2/l3 intervertebral disk space. Around, three years and nine months later, computed tomography studies of abdomen and pelvis were performed for a patient with flank pain. It was found that an infra renal inferior vena cava filter with one of the struts protruding into the adjacent aorta with no evidence of periaortic or pericaval hemorrhage. On the same day, through the internal jugular vein, a guidewire was introduced into the inferior vena cava. Over the guide wire, a flush catheter was introduced into the inferior vena cava and a venogram was performed. The existing inferior vena cava filter was tilted anteriorly with the tip of the filter embedded in the caval wall and one strut overlying the expected course of the aorta. The flush catheter was removed over a guidewire and a retrieval snare/sheath was then introduced into the inferior vena cava. Multiple attempts using a snare and an alligator forceps were unsuccessful for filter removal. After angioplasty with 8 and 12 mm balloons using a rim catheter through a 10 french sheath, a wire was looped around the cone and snared. Traction was placed and the filter was pulled through the sheath and successfully removed. Post-filter removal venography demonstrated evidence of minor vascular injury/small focal intimal injury at the prior site of filter placement. The patient tolerated the procedure well without immediate complications. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. H11: b5, g1,h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. At some time post filter implant, the filter allegedly tilted and embedded in the caval wall and had perforation of filter limb(s) into organs. The filter was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a vena cava filter was deployed via the right femoral vein. Approximately four years post filter deployment, during a hospitalization, a CT scan demonstrated the filter embedded in the caval wall and penetrating into the aorta. The filter was successfully retrieved. Minor vascular injury to the cava was noted; however, no extravasation was seen. The physician planned to order a complete blood count and monitor for evidence of bleeding until the following day. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four years post filter deployment, it was noted that the filter was embedded in the cava wall and penetrating into the aorta per a CT scan. Therefore, based on the provided medical records the investigation is inconclusive for a tilted filter and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt, - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. Some time post filter implant, the filter allegedly tilted and embedded in the caval wall and had perforation of filter limb(s) into organs. The filter was removed percutaneously. There was no reported patient injury.